Event description:
When using covidien endo stapler and staple load, surgeon had trouble firing staple load through tissue. When endostapler and examined on mayo stand a small piece of metal was found on mayo stand from stapler. Surgeon notified and xray taken, read as negative for retained items by radiologist to surgeon. Doctor assured and was confident all items were free of surgical wound. Risk management notified and will return stapler and load to supplier. Supply management will be notified of event.